Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection noted setscrew marks on the is-1 terminal pin near the terminal pin end which is indicative that the lead may not have been fully inserted into the header of the device when tightened down during initial implant. Under-insertion of the lead is known to cause high impedances, loss of capture, and other issues. The helix of the lead was also found to be partially extended with blood and body tissue noted in the helix housing. The lead was able to pass all other returned product testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements and pacing impedance measurements of up to 1500 ohms. No capture was also observed, however there was no asystole of greater than two seconds. The physician elected to reposition the rv lead but could not find a suitable position. Upon removal, blood was noted inside the rv lead so it was explanted and replaced. No adverse patient effects were reported.